Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's programmer displayed the poor communication screen. The patient had a warning power on reset (por). The patient had turned the stimulator on 4 days prior and had charged the weekend prior. The patient also had a loss of therapeutic effect. The patient stated that the stimulation wasn't as strong as she was setting it for. On (B)(6) 2013, the stimulator went dead. It was further reported that when a company representative tried to charge the stimulator, another por was seen. The device was discharged. After the por message, the normal recharging screen with 8 coupling boxes was noted. The por message appeared several times while the patient was charging. Of note, the patient had a tumor removed from her abdomen 2 weeks ago, but this was after the initial por was seen. The patient had pet scans as well as chemotherapy, but no mris or radiation. Additional information was requested; if received, a follow up report will be sent.

Event description:
It was further reported that the device was reset and was working "perfectly."

Event description:
It was further reported that the patient confirmed she received assistance and felt her concerns were resolved.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 3487a-56, lot# v273078, implanted: (B)(6) 2009. Product type: lead: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2009. Product type: lead: product ID 3487a-56, lot# v196169, implanted: (B)(6) 2009. Product type: lead: product ID 3708240, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension. (B)(4).

Event description:
It was reported that the patient could not turn stimulation back on.

Manufacturer narrative:
(B)(4).